Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that the palmaz blue stent migrated from the left ostial renal artery target lesion to the right common iliac artery after deployment. The stent was successfully retrieved using an open approach without injury and the procedure was completed successfully. The product was inspected prior to use and was prepped properly according to the instructions for use (IFU) with no anomalies noted. The target lesion was reported to be ostial with an 80% stenosis. The stent was successfully deployed at 12 atmospheres and appeared to be well apposed to the vessel wall angiographically. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15239608 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect analysis of the returned device. The report received from the affiliate indicated that the palmaz blue stent migrated from the left ostial renal artery target lesion to the right common iliac artery after deployment. The stent was successfully retrieved using an open approach without injury and the procedure was completed successfully. The product was inspected prior to use and was prepped properly according to the instructions for use (IFU) with no anomalies noted. The target lesion was reported to be ostial with an 80% stenosis. The stent was successfully deployed at 12 atmospheres and appeared to be well apposed to the vessel wall angiographically. The product was returned for inspection. One non-sterile palmaz blue on aviator plus, 6 mm diameter, 60 mm length, on 142 cm catheter was received coiled inside a plastic bag. The unit was received along with a cordis guiding catheter. Half of the stent was received expanded; it appears as if the balloon was previously inflated and deflated since residues of inflation media were noted along the balloon. No other damages were noted in the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent/ migration was not confirmed since the balloon was previously inflated and deflated and because it was noticed that the stent was fully expanded. The exact cause of the failure reported by the customer could not be conclusively determined. Neither the DHR review nor the product analysis suggests that issues are related to the manufacturing process of the unit. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event as it appears that the stent had been deployed but then migrated caudally into the right common iliac artery.

Event description:
The report received from the affiliate indicated that the palmaz blue on aviator plus, 6 mm diameter x 15, 60 mm length, on 142 cm catheter stent migrated from the left ostial renal artery target lesion to the right common iliac artery after deployment. The stent was successfully retrieved using an open approach. The patient was not symptomatic as a result of the event. The procedure was completed successfully. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The procedure was elective. The approach for the procedure was femoral. The target lesion was reported to be: ostial, and an 80% stenosis. The stent was successfully deployed at 12 atm. And appeared to be well apposed to the vessel wall angiographically. Ivus was not done.